Event description:
It was reported that upon interrogation, the right ventricular lead exhibited high impedance. A chest x-ray revealed that the lead seemed disconnected from the generator connector. The device was reprogrammed temporarily and re-operation was considered. On (B)(6) 2015, the re-operation was canceled and the patient would be monitored. The patient experienced no adverse consequences.

Manufacturer narrative:
(B)(4).